Manufacturer narrative:
Device is not available for investigation yet as it remains implanted. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by the implant surgeon at the clinic, to the sales rep : "please be informed of a fracture of a total stryker fusion plate for a wrist, 1 year postop in a manual patient. X-rays show a consolidation of the arthrodesis. I ask myself the question of a point of weakness on this plate at the level of the oblong hole.

Event description:
It was reported by the implant surgeon at the clinic, to the sales rep : "please be informed of a fracture of a total stryker fusion plate for a wrist, 1 year postop in a manual patient. X-rays show a consolidation of the arthrodesis. I ask myself the question of a point of weakness on this plate at the level of the oblong hole.

Manufacturer narrative:
The reported event that wrist fusion plate short bend variax2 123mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The surgeon filled all the holes except the oblong hole, which resulted in a concentration of mechanical loads at that level. The operative technique states that all the holes should have been filled. As a reminder, the operative technique says: "[...] Initial proximal screw fixation the proximal oblong hole is filled with a non-locking 3.5mm screw. The screw may be placed either in the compression mode or neutral mode by using the appropriate end of the t10 compression/polyaxial 2.6mm drill guide (703882) and 2.6mm scaled drill bit (703691). After drilling, the hole is measured, and the appropriate screw length is chosen. At this step of the procedure, the screw is not fully seated if the screw is placed in the compression mode. (Page 7)[...] Distal screw fixation the distal oblong hole is drilled in the neutral position using the t8 2.0mm compression/polyaxial drill guide (703684) and 2.0mm scaled drill bit (703896). After drilling, the hole is measured, and the appropriate screw length is chosen. A non-locking screw is inserted, but not fully seated. At this point the hand may be rotated for proper alignment. Once proper plate/ bone alignment is achieved, the screw is fully seated and the remaining distal screws are inserted. (Page 7)[...] Final proximal screw fixation if the proximal screw in the oblong hole has been placed in the compression mode, axial compression may now be achieved by fully seating the screw in the plate. After final tightening of the screw in the oblong hole is completed, the remaining proximal screw holes are filled.[...]" Furthermore, the patient has been reported to be a manual worker, which is a fact that probably accelerated the fracture of the implant. As stated in the IFU: " [...] . These devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.[...]" A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.